Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a cracked tank cover and/or cracked reservoir by the drain tube fitting. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a cracked case and was leaking slowly. The product fault was found during testing. No patient involvement.